Event description:
Spoke with pt stating both pumps alarmed with a "high pressure" message. Pt states she examined lines and did not see any kinks in the line. Pt is currently in ER awaiting to be seen and both pumps have stopped alarming. Advised pt that she should still be seen by md since both. Pumps had same alarm and to call back if any other issues arise. No other info known. The product issue did not cause or contribute to pt or clinical injury. No adverse effect. Dose or amount: 30 ng/kg/min, continuous, route: IV. Dates of use: from (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.